Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps had a wrist distorted. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that the issue reported was not from a part of the instrument that entered the patient, the customer confirmed that there were no missing fragments, there were probabilities of non-intuitive motion or uncontrolled motion according to the nurse, there were no broken or damaged cables on the instrument, the didn't know if the instrument was stuck on patient tissue, also the customer stated that the procedure was completed robotically and there was no injury to the patient as a result of the reported failure.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.